Event description:
A female underwent aaa repair in 2008 emergently. Patient had an 11.5cm abdominal aortic aneurysm with an infrarenal neck 2-3cm in length and 2.2cm in diameter. There was angulation on the infrarenal neck with no noted calcium in the neck or elsewhere. The iliac anatomy bilaterally was tortuous measuring 2cm at the distal seal zone bilaterally. The aneurysm was noted during a bout of physical activity and it was not noticed a month earlier. During the delivery of the contralateral extension, another manufacturer's wire guide bent at some point along the track and was not recognized on fluoro. This bend made it impossible to advance the contralateral extension of the zenith implant and the wire and extension piece had to be removed as a unit. After removal of the extension and wire as a unit, it was difficult to recannulate the contralateral gate. The patient was subsequently converted to open surgical repair and the zenith devices were explanted. The patient tolerated the procedure well and is recovering.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. No products were received to assist in this investigation. An internal clinical review indicated the device was unable to be placed due to user error. We will continue to monitor for similar events.